Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15161. It was reported that the patient had a known history of atrial lead noise that was being over-sensed causing inappropriate mode switching. During a generator change for normal battery depletion, the physician noticed insulation damage on the right ventricular lead which was causing over-sensing. The rv lead was capped and replaced during the same procedure on (B)(6) 2020. No changes were made to the atrial lead. The patient was stable throughout.